Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of perforation ('perforation ¿ other') and genital haemorrhage ('gen. Abnorm. Bleed') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "plantiff did not undergo essure confirmation test.". On (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient experienced perforation (seriousness criterion medically significant), genital haemorrhage (seriousness criterion medically significant), pelvic pain ("pain - pelvic"), abdominal pain ("abdominal pain"), back pain ("back pain"), hypersensitivity ("allergy ¿ other"), migraine ("migraine") and headache ("headaches"). Essure treatment was not changed. At the time of the report, the perforation, genital haemorrhage, pelvic pain, abdominal pain, back pain, hypersensitivity, migraine and headache outcome was unknown. The reporter considered abdominal pain, back pain, genital haemorrhage, headache, hypersensitivity, migraine, pelvic pain and perforation to be related to essure. The reporter commented: discrepancy in essure insertion dates: (B)(6) 2008. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 6-sep-2019: pfs received : previously reported event injury was deleted and was updated to new events. Following events were added : pain - pelvic/ abdominal, back, gen. Abnorm. Bleed, allergy, perforation other, migraine, headaches, plantiff did not undergo essure confirmation test. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.